Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. However, one video was sent for review. The video reveals a leak from the distal end of the balloon, therefore, material rupture can be confirmed. A definitive root cause for the alleged material rupture could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiry date: 01/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 26 atm. The procedure was completed using another device. There was no reported patient injury.